Event description:
During follow-up, there was some episodes of post-paced t-wave oversensing noted on the device. Technical support recommended device reprogramming. The patient was in stable condition.